Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and stretched/deformed. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The observed fracture is consistent with the other reported clinical observations of noise and high pace impedance measurements.

Event description:
It was reported that this lead was an attempted right atrial (ra) implant. Mapping was performed using a pacing system analyzer (psa) and once a suitable location was found the physician extended the helix. Upon re-testing lead measurements noise was observed in addition to high pace impedance measurements. The lead was removed and helix damage noted. An alternate lead was implanted without consequence. No adverse patient effects were reported.